Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation for the mesh erosion in 2015. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation for the mesh erosion in 2018. Describe any other medical/surgical intervention for erosion including dates and findings. Were any deficiencies or anomalies noted with mesh device? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Please describe any medical intervention given for pain management including medication name and results. Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same). Onset date/time of the incontinence from the initial procedure? Please describe any medical intervention required to treat the incontinence including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified. Related events captured via 2210968-2023-04344 and 2210968-2023-04346.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced 2 previous mesh erosions that were excised before in 2015 and 2018. The patient experiences ongoing mixed urinary leaks and pelvic pain. No mesh erosions, but tenderness over the mesh and down the right leg. The patient is keen to have total mesh removal and was referred to a mesh removal center. The device remains implanted in the patient. Additional information has been requested.